Manufacturer narrative:
Results: the lantern was kinked approximately 31.0 and 34.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was kinked in the proximal shaft. This damage likely occurred due to forceful advancement of the lantern against resistance. Resistance was encountered when advancing the lantern through the shaped tip of the non-penumbra sheath; the shaped tip may have contributed to resistance experienced during the procedure. The kinks in the lantern proximal shaft prevented the lantern from fully advancing through the sheath during functional testing. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern). During the procedure, the physician was unable to advance the final 30cm of the lantern to the target location after advancing through a non-penumbra sheath and into the target vessel, despite the physician using a guidewire. The lantern was therefore removed, and the procedure was completed using a new microcatheter, the same sheath, and the same guidewire. There was no report of an adverse effect to the patient.